Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-50617. It was reported that the leads were explanted for unknown malfunction. During the procedure, it was noted that the lead helix was not working. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque consistent with procedural damage. Electrical testing found discontinuities of the inner coil and internal shorts between conductors due to the inner coil was over-torqued consistent with procedural damage. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.